Manufacturer narrative:
A visual, dimensional, and functional inspection was performed on the returned device. The reported deformation due to compressive stress was confirmed. The reported difficult to advance could not be tested as it was based on operational context. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that a catheter has difficulty advancing over the guide wire. Analysis of the returned wire confirmed the outer diameter to be within specification. Functional analysis was performed, advancing the wire through a proxy catheter, and no resistance was noted. The analysis did confirm the deformation due to compressive stress on the distal end of the wire. This type of damage likely occurred during use. Damage to the wire¿s tip could impact its maneuverability. It is possible that damage sustained during use contributed to the reported difficulty during advancement. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the balance middleweight (bmw) universal ii guidewire was placed distally into the 70% stenosed left anterior descending artery. A non abbott intravascular ultrasound (ivus) catheter was introduced. During pullback the ivus catheter got stuck on the bmw wire and started pulling it out. When the problem was observed, the ivus catheter and bmw were removed as a single unit. After removal a step-up was felt on the point where there is no coating. A non-abbott guidewire was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.